Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/24/2025, a sales representative via (B)(4) reported that an ar-3680 fibertak button implant system was pulled out during use. They opened a new kit without issues to complete the case. Due to the issue, there was a four-minute case delay. There were no adverse effects on the patient. This was discovered during a bicep tenodesis procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation or improper surgical technique. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.